Event description:
It was reported in a service report that the brakes were not holding. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: brake - brake plates on foot and head end failed.